Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had vertical red lines varying throughout the display. It was unknown if the issue occurred during use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported to philips that the device had vertical red lines varying throughout the display. The device was in use on a patient and there was no adverse event to patient or user.